Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device tower door had failed due to a faulty latch. A field service engineer replaced all latches with new latches to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the tower door 3 had failure intermittently. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.